Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation and superior vena cava (svc) stimulation. It was also reported that the right atrial (ra) lead exhibited no capture and had dislodged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.